Event description:
It was reported that there is an internal fracture of one of the jaws. Possibly there is a generated blockage by the internal fracture of one of the jaws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation has shown that all clamps which hold the cutting tool in the chuck attachments are broken off as complained. The review of the production history revealed that this instrument was manufactured in march 2012 according to the specifications. No abnormal findings were identified. The exact reason for the failure is unknown at this time; we can only assume that high vibrations in combination with high loads could have caused this occurrence. This instrument is subject to further investigations and the product development center is working on improvement measures to enhance the design and furthermore also implemented a CAPA (B)(4). Manufacturing documents were reviewed and no complaint related issues were found.